Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawers 2.1 and 2.2 were failed and it was not detected on the bus. The field service engineer (fse) had opened the rear panel to isolate the faulty drawer control board. It was determined that the affected board had also disabled the bus controller board and the second drawer controller board in drawer 2.1. The fse replaced all three boards and proceeded with testing using the hardware test application (hta) bus station. The customer performed a quick functionality check of drawers 2.1 and 2.2 using the inventory function. Both drawers tested successfully. The system functioned as intended after the field service engineer repaired the device.